Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device will not run on ac power due to a no power condition. No patient involvement reported.

Manufacturer narrative:
Received information from the customer stating that they will be replacing the power supply. Philips was not authorized to evaluate the device. The customer declined to return the defective part for further analysis. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed.